Event description:
It was reported that the event log on a smiths medical pump displayed a "power lost while pump was on" alarm often went off upon turning on the pump. No adverse patient effects were reported.